Event description:
It was reported by the md, the product was being used to close incisions during a surgical head/neck procedure. It was reported that while squeezing the vial to break it, a piece of glass from the ampule penetrated the tube and embedded in dr's thumb. The glass was retrieved from the doctor's thumb. Another ampule was used to complete the procedure. The surgeon stated dr double gloves but does have a concern about potential exposure to bloodborne illnesses. Doctor states that dr's gloves were not saturated with blood but dr did have some on the outer glove. Doctor knows the pt very well and does not believe pt to be at risk for bloodborne illnesses, dr was not sure if pt was agreeable to testing.